Event description:
When compounding the IV bag with bevacizumab with the equashield closed system supplies. When the pharmacist withdrew the medication from the vial and injected it into the IV bag, the medication was not going into the IV bag. Rather, the medication was being transferred to the other side of the plunger inside the equashield syringe. It was a defective equashield syringe. Lot number of su-60: 205484l, lot number of sa-1t: 205355a. FDA safety report ID# (B)(4).